Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a conduction abnormality, a left bundle branch block (lbbb), was identified. A beta-blocker was discontinued as result and the lbbb resolved the same date. The physician indicated the lbbb was causal related to the implant procedure and the transcatheter valve. Following the implant procedure, bleeding at the puncture site/s of the delivery catheter system (dcs) insertion was observed. This required more than 1 hour of manual compression. No other treatment required. The bleeding resolved the same date. The physician indicated the bleeding was causal related to the procedure and unrelated to the medtronic products. Three days following the valve implant procedure, a transient atrioventricular (av) dissociation conduction abnormality developed. This rhythm prolonged the hospitalization for monitoring of the rhythm and patient. This av disassociated conduction abnormality was reported as probably related to the implant procedure and the valve. The patient remained hemodynamically stable and mobilized independently. The rhythm was reported as stable. The patient was discharged on the home medications except for a beta-blocker due to the new rhythm changes. At discharge, the patient was stable with a rhythm of first degree atrio-ventricular block. An out patient holter monitor was planned. Approximately 17 days following the valve implant procedure, paroxysmal pre-syncope occurred with episodes of lightheadedness, weakness and fatigue. These episodes became daily episodes. The patient was hospitalized 16 days later as result. Second degree mobitz ii atrioventricular heart block was identified. A permanent pacemaker was implanted 1 day later and the rhythm event was reported as resolved. The patient was discharged the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: delivery catheter system; product ID: l-evolutfx-2329; product lot/serial number: (B)(6); product type: compression loading system; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which indicated in regards to the bleeding at the delivery catheter system (dcs) access site, the he moglobin level dropped to just below the lower threshold of normal, 11.6 grams per deciliter (g/dl). A transfusion was not required. Additional information received indicated a transient junctional rhythm had occurred.